Manufacturer narrative:
A ge svc rep performed an on site investigation. The contrast and auto histo were adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had poor image quality. No pt injury was reported.